Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that they were using the vasoview hemopro 2 (w/vasoshield) to harvest the saphenous vein. After the dissection process was completed, they started to perform branch dissection. After cutting several branches they noticed that the device stopped working. They assumed that the safety mechanism for overheating was activated and decided to give the device the appropriate time to cool down. After waiting for about a minute, the device was attempted to be used again but did not activate when trying to cut a branch. The cords and generator were checked and no issues were found with this. The generator was set at 3. Due to this issue, the device was deemed unsafe for use and was removed from the surgical field. A new kit was opened and the remainder of the case was finished without any further complications. No injuries occurred due to the defect. The only surgical delay was the time needed to open up a new kit, which was about 3 minutes.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The lot # 3000426077 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.